Manufacturer narrative:
Data review: data logs showed pump ran without issue during support. There were positioning & suction alarms triggered during the case but resolved. There was a mc spike corresponding with the pump in wrong position likely causing an interaction between the pump and the aortic valve, abnormal ps or purge issues observed during support. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Renal failure/hematuria: the cause of the injury was not determined due to insufficient clinical details. H6. Investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Medical device problem code was updated from a24 to a01.

Event description:
The user facility reported patient had placed a cp to support the patient admitted in with known cad/pad in (B)(6) 2025. The pump was placed and supported for over 8 days until weaned and explanted rather than escalated to the 5.5 pump. The loqi database later in (B)(6) 2025, reported upon hemolysis and renal failure with relationship listed as "possibly" related. The patient survived and was medically managed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.